Manufacturer narrative:
Upon investigation of the actual device used in this incident, a technical support specialist found no user identity was found, that no specific station was provided, but customer confirmed access to all onsite devices, noted that specifying the device name would assist with detailed log verification. Authentication logs confirm that the user was able to log into pyxis devices, verified with the customer, and the issue is resolved. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server login issue after software upgrade. However, there were no delays or adverse events or injuries reported based on this event.